Event description:
It was reported that the insulin pump alarmed failed battery test. It was stated that the alarm occurred daily at 10:02 hours. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump alarmed during self test due to faulty y1 on rf board. Device received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.